Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 8/8/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. A visual inspection was performed, to the ar40e model and the following were the observations: the iol returned was cut in a half, each piece of the lens has the haptic (loop). The haptics don't have defects. Due the condition of the sample returned, and the handling of the unit, the complaint issue could not be verified. Based on the visual evaluation of the returned unit, it could not be determined that the cause of the issue reported is related to the manufacturing process since there are indications the unit was handled and prepared for lens insertion at the surgical stage. A product quality deficiency could not be determined. Manufacturing record review: he manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed no additional investigation requests received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA (B)(4).

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that sensar monofocal intraocular lens (model ar40e +19.0 diopter) was explanted from patient¿s right eye because patient refracted hyperopic with astigmatism and patient required toric lens versus monofocal intraocular lens. There was no incision enlargement and no vitrectomy performed. Sutures were used. Reportedly with exchange it was intended -1.50 near 20/25 and distance 20/125. Visual acuity pre-op: -3.50, visual acuity post-op: +1.00. No further information provided.